Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent altitude alarms. The customer was able to successfully resume insulin after each alarm. Additionally, it was reported that the pump reset unexpectedly. The customer could not recall their blood glucose level at the time of the event. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge and resume insulin. Reportedly, the customer would continue use of the pump for insulin therapy.